Event description:
Information was received that a smiths medical cadd extension set was leaking near the filter. No further details provided. There was no patient injury as a result.

Manufacturer narrative:
One cadd extension sets returned for analysis. Sample was received at mtij site, and leak testing according our procedures was performed, and did not find any relevant evidence in relation to the failure mode reported in previous complaints. The customer's reported problem was not confirmed. Per previous complaint, a review of the manufacturing process for p/n 21-7106-24 l/n 3733172 was conducted, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. Inspection prior to packaging, a sample of 32 units was taken in order to verify that all bonds were properly bonded; no discrepancies were found. The root cause of the reported issue is unknown.